Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one pse60a device was returned with no visual non-conformances and with a 45 mm cartridge (c) ecr45d, h5366h reload present. The reload (c) was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Cartridge (b) ecr60d, l52l3p was received partially fired 4/5 consistent with an interrupted or incomplete cycle. In addition, in order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device could not be fired at the 3rd firing since the clamped tissue was slipped forward when it was used on the stomach. The device functioned as intended at the 1st firing on the esophagus. At the 2nd firing, the device was locked out since a gold 45mm reload was loaded into the device. Additional suture was performed to complete the case since the length of the gastric tube was not enough to use a suture instrument again. There were no adverse consequences to the patient.